Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined and may have been procedure related.

Event description:
One week following the implant procedure, the patient had new onset atrial fibrillation with a trans ischemic attack (tia). The tia was not device related and it is unknown if it was related to the implant procedure. Medication was administered and the tia was resolved in two days. There was no malfunction of any abbott device.